Event description:
Patient was seen for complaints of light sensitivity and painful right eye. Diagnosed with anterior uveitis and prescribed predforte 1%. Patient returned for follow up three days later and the eye felt much better and resolving well. Medication was tapered. Patient returned six days later with increased eye irritation. The doctor felt this was possibly predforte sensitivity and prescribed vigamox. Patient was seen by a specialist a week later and was diagnosed with iritis of the right eye and started on lotemax. At a follow up five days later, she was found to have some cell in the anterior chamber of the left eye and was begun on lotemax in both eyes. Original doctor reports that patient had resolved. Etiology: possibly secondary to medical history of lupus, fibromyalgia, hypercholesterolemia.

Manufacturer narrative:
The product involved in the event was discarded by the patient and no lot number information is available. The reporting practitioner indicated the event was possibly secondary to the patient's medical history of lupus, fibromyalgia, hypercholesterolemia. Based on all information, no causal factors can be determined and no conclusion can be drawn.